Event description:
It was reported that an artificial urinary sphincter (aus) was revised due to recurring incontinence. It was noted that the pressure regulator ballon had fluid loss suspected to be from a needle puncture. The balloon was removed and replaced. There were no additional patient complications reported.